Event description:
Edwards received notification from a field clinical specialist that during prep, it was noticed that the ''stamp'' on the sheath indicated 16fr instead of 14fr. Went back and looked at the box and inner packaging, both of which shows 14fr. The tray consisted of a 22f dilator, 16fr vessel dilator, 14fr introducer, and a 16fr esheath. The field clinical specialist was able to swap out for new 14fr esheath. The field clinical specialist collected all the packaging and sheath for return. The affected never left the prep table and was not inserted into the patient. There was no patient injury and the patient was discharged to recovery.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint incorrect labeling information was confirmed through evaluation of the returned device. A potential manufacturing non-conformance was identified through the investigation. A review of IFU/training materials revealed no deficiencies. As reported, ''during prep, it was noticed that the ''stamp'' on the sheath indicated 16f instead of 14f. Went back and looked at the box and inner packaging, both of which shows 14f. The tray consisted of a 22f dilator, 16f vessel dilator, 14f introducer, and a 16f esheath. The field clinical specialist was able to swap out for new 14f esheath''. Evaluation of returned device confirmed that the 14f esheath+ housing was incorrectly labeled with ''16f'' pad printing, as confirmed via dimensional measurements of outer sheath diameter. The potential root causes of identified non-conformance have been documented within a non-conformance report and may include human error during a 200% housing size inspection, lack of sufficient details in hub sub assembly and receiving inspection documentation, a housing mix-up in material handling as well as improper line clearance. As such, available information points to a potential manufacturing non-conformance contributing to the reported event. However, a definitive root cause was unable to be determined. A product risk assessment (pra) and CAPA have been previously initiated to investigate this issue further. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5.

Event description:
Edwards received notification from a field clinical specialist that during prep, it was noticed that the "stamp" on the sheath indicated 16f instead of 14f. Went back and looked at the box and inner packaging, both of which shows 14f. The tray consisted of a 22f dilator, 16f vessel dilator, 14f introducer, and a 16f esheath. The field clinical specialist was able to swap out for new 14f esheath. The field clinical specialist collected all the packaging and sheath for return. The affected device never left the prep table and was not inserted into the patient. There was no patient injury and the patient was discharged to recovery. The issue was first noticed that the printing on the hub was 16f instead of 14f when the team flushed the sheath with saline. It is unknown if any additional prep was performed on the device.